Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed residual fluid, and foreign material came out of the suction cylinder, however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had residual fluid and foreign material come out of the suction cylinder. There was no patient involvement.